Event description:
Sorin group received a report that the s3 roller pump powered down three separate times during a procedure. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump powered down three separate times during a procedure. There was no pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). (B)(4). Sorin group received a report that the cardioplegia roller pump powered down three separate times during a procedure. Sorin service representative tested the pump and the cardioplegia module and all functions of the systems worked property. The facility was satisfied and returned it to service. No reports have been received since this action. No further investigation is required. No trend increase has been identified. No nonconformities were noted dung the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.